Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and high blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer's high blood glucose value was above 400 mg/dl. The customer experienced symptoms such as severe pain due sciatica. The device will be returned for analysis.